Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Last/given name unknown / not provided. Additional PMA/510(k) number k011028/k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that at patients first follow up, the tissue at the implant at tooth location #18 was puffy and exudate was present. The patient was then put on an antibiotic. At the patient's second follow up the implant was mobile and removed.